Event description:
It was reported to MFR that the vns pt died during a generalized seizure. Per the pt's treating physician, the relationship of the death to vns is unk. It was reported that the device had failed; however, the mechanism of the failure is unk at this time. No autopsy reports are available. The product remains in the pt and was not explanted at the time of death, thus the device is not available for MFR analysis. Good faith attempts to obtain add'l info regarding the events have been unsuccessful to date.